Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy. In this case, the valve likely dislodged due to the reported premature ventricular contraction (pvc).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when at less than 2/3 deployment, the valve dislodged out of the annulus. The dislodge was likely due to a premature ventricular contraction (pvc). The valve was left implanted in the descending aorta and a second transcatheter bioprosthetic valve was implanted. No other adverse patient effects were reported.